Event description:
It was reported the programmer rf header is stuck and cannot be removed. It was also noted that the programmer hums and sounds like something may be blocking the fan. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the fan noise was confirmed. The fan was found mechanically out of specification. It was confirmed the rf head connector was stuck and could not be removed. The printed circuit board was found electrically out of specification. (B)(4) rf head upper case found broken. The rf head connector was found bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) the fan noise was confirmed. The fan was found mechanically out of specification. It was confirmed the rf head connector was stuck and could not be removed. The printed circuit board was found electrically out of specification. (B)(4) rf head upper case found broken. The rf head connector was found bent.